Event description:
On (B)(6) 2014, a high impedance event was reported. The warning showed up just after the device was interrogated. Several system diagnostics tests were performed which showed the output current was "low" and "0.0 ma" current was being delivered. The device was set to 0.75 ma and 750 microseconds to test again, but the results were the same. The device was left on after the high impedance was observed. No manipulation or trauma was noted. X-rays were sent to the manufacturer for review. The generator appears to be placed in the left chest. The lead pin appears to be fully inserted past the connector block, and the filter feedthru wires appear to be intact. It appears that no portion of the lead is located behind the generator. Based on the images provided, it appears that the lead wires are intact at the connector pin. The lead is observed routed from the generator to the neck area. A strain relief loop and bend are observed. Three tie-downs are able to be visualized; however, the third tie-down does not appear to be securing the strain relief loop. The first tie-down is placed laterally to the anchor tether per labeling. There appears to be a suspect area in lead portion that was able to be visualized. This is located in the area below the anchor tether; however, based on the angles and image quality, this suspect area is unable to be confirmed. Based on the images provided, there does not appear to be any gross discontinuities in the portions of the lead that were able to be assessed. Additionally, continuity of the lead wires in the portions not visualized cannot be assessed with the provided images. No other information was provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.